Event description:
It was reported by the end user facility that a covid patient was placed on a ventilator and the column experienced a leak due to holes in the concha column resulting in a decrease in the patient's oxygen saturation.

Manufacturer narrative:
It was reported by the end user facility that a covid patient was placed on a ventilator and the column experienced a leak due to holes in the concha column resulting in a decrease in the patient's oxygen saturation. Reportedly, the facility tests all ventilators prior to use and the device passed all pre-use testing. The patient's ventilator and breathing circuit was put into service on (B)(6) 2021. The continuously nebulized medication (epoprostenol (veletri) delivered to the patient thru this concha column and breathing circuit was started on (B)(6) 2021. On (B)(6) 2021 the patient, in critical condition, was experiencing significant hypoventilation from the leaks in the concha column, resulting in an arterial blood gas level of paco2 of 110 mmhg. After the holes in the concha column were identified, the concha column was replaced. This action returned the patient's ventilation status to pre-incident levels. A follow-up arterial blood gas reveled a paco2 of 40 mmhg. At the time the follow up information was received from the facility it was reported that the patient remains on a ventilator in critical condition awaiting clinical recovery. The sample was not returned to the manufacturer for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.